Event description:
Neonatal endotracheal tube holder by smiths medical spontaneously broke causing inadvertent extubation and subsequent code of patient. Smiths medical neonatal ett holder. Placed on patient (B)(6) 2017 at one facility, patient transferred to second facility, and device spontaneously broke on (B)(6) 2017.